Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities reported to this lot that would have contributed towards the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a definitive cause for the reported clip getting caught in the clip introducer (ci) cannot be determined. In this case it is possible that the clip arms were not fully closed upon removal of the clip delivery system (cds), or the orientation of the clip arms resulted in the reported difficulty removing the clip, resulting in the clip getting caught on the ci; however, this cannot be definitively confirmed. The gripper actuation issue, however, appears to be a result of the clip becoming caught on the ci, as force was likely exerted on the gripper arm during attempts to remove the clip from the ci, resulting in damage to the gripper arm. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Additional information was received subsequent to the initial medwatch: when the clip delivery system (cds) was removed from the sgc, post procedure, the grippers were actuated and it was noted that one gripper did not move. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter device referenced, is filed under a separate manufacturer report number.

Event description:
This is filed to report that the clip arm became caught on the clip introducer during removal resulting in the gripper no longer responded. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 3-4. During insertion of the mitraclip delivery system (cds), into the steerable guide catheter (sgc), air was observed in the hemostatic valve of the sgc. When retracting the cds, one clip arm became caught on the clip introducer. It was then observed that one gripper would not move. The cds was removed from the sgc and replaced. By the end of the procedure, a total of 2 clips were implanted and mr was reduced to 2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.